Event description:
Customer reports an unexpected negative result when testing a patient sample with capture-r ready screen (crrs) ii on the galileo.

Manufacturer narrative:
Review of images: g9- neg result/ 7 reaction strength- visually there is a very faint pink background- cell is k+,k+; h9- neg result/ 7 reaction strength- visually negative- cell is k-, k+. Repeat testing: g9- neg result/ 4 reaction strength- visually negative- cell is k+,k+; h9- neg result/ 4 reaction strength- visually negative- cell is k-,k+. A service call was made. Instrument was tested with no errors observed. Confirmed the reactivity of the kell antigen on retention capture-r ready screen I and ii (crrs2) lot x327 using manual capture with anti-k lot qc #1 (1:256 dilution). Performed antibody screen on customer's submitted samples on the galileo using retention capture-r ready-screen I and ii (crrs2) lot x327. The customer's submitted samples resulted negative. Performed antibody screen on customer's submitted samples on the echo using retention capture-r ready-screen (3)(crrs3) lot r118. The customer's submitted samples resulted positive.